Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that part of the sensor broke off inside the customer's body when she removed it. The mother stated that the site is very tender and the customer has an appointment with her doctor to have the piece removed. Nothing further was reported.